Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, was not completing the end users epoch infusion as scheduled. It was reported approximately 100 ml was remaining from the 563 ml infusion and the pump read 563ml was given. Per reporter the correct rate and volume were set correctly at 24.4 ml.hr no additional information is available.